Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, only the stent delivery system was removed; the stent came off and remained inside the vessel unemployed. Subsequently, the stent was smashed against the vessel wall. No patient complications were reported and the patient's status was fine.